Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was over 400 mg/dl at the time of the incident. The customer's current blood glucose level was over 600 mg/dl. The other blood glucose of the customer was 391 mg/dl. The customer was treated by the insulin pump. The customer was assisted with the troubleshooting for high blood glucose level. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime / seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. Installed a water filled test reservoir, and primed pump. Set a basal rate for 1.0 u/hr and monitored the pump for three days. Several boluses were programmed and delivered. All basal profiles and programmed bolus delivered their indicated amount and were verified in the summary history screen. The units left at pump display matched properly the units left at the test reservoir. No delivery anomaly, bolus anomaly, basal anomaly, or reservoir compartment anomaly noted during testing. Pump received with scratched case, pillowing keypad overlay, serial number label missing, and minor scratched lcd window.